Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the autoclavable camera head exhibited poor image. The event occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failure on water leak test a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction poor image could not be determined. Additionally, the most probable cause for the malfunction failure on water leak test was due a cracked rear cover holder. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.